Event description:
The recipient fell hitting his head on the edge of a bed. After the event the user's hearing performance with the device declined. The user has been re-implanted.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient fell hitting his head on the edge of a bed. After the event the user's hearing performance with the device declined.